Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 14may2019. The field service engineer (fse) determined that the unit was alarming due to incorrect user settings. The fse found that the settings were not correct for the circuit being used at the hospital. The fse instructed the customer to change settings for the correct circuit used at site which resolved issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/25/2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit continuously alarms disconnect. There was no patient or user harm was reported.